Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia, dehydration, and nausea could not be conclusively determined through this evaluation. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for rhythm management and dehydration/management of nausea/vomiting. Electrophysiology (ep) interrogated implantable cardioverter-defibrillator (ICD) which revealed multiple episodes ventricular tachycardia (vt) and supraventricular tachycardia (svt) (21 nonsustained ventricular tachycardia (nsvt), 3 episodes vt treated with 32 anti-tachycardia pacing (atp) and 3 shocks, 2 on (B)(6) 2019 and single on date of admission). Patient diuretics and blood pressure (bp) meds held for soft mean arterial pressures (maps), patient given IV hydration and started on anti-emetics. Maps improved with fluids. No leukocytosis or signs of gastrointestinal (gi) infection, monitored without further treatment with improvement. No changes made to left ventricular assist device (lvad), uptitrated metoprolol and held other antihypertensives. Patient tolerated regimen without further hypotension. Nausea improved with standing reglan and prn zofran. Given poor oral intake continuing to hold diuretics at time of discharge, but patient given strict instructions to call lvad team if she had weight gain or developed shortness of breathe or signs of fluid retention like lower extremity (le) edema. Patient was followed up closely. Device functioning as intended